Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 09100-60, lot# yy0047210k, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID 37083-60, serial# (B)(6), explanted: (B)(6) 2020, product type: extension. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6 codes belong to the lead and extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the cause of the event was not known.

Manufacturer narrative:
Continuation of d10: product ID 09100-60, lot# yy0047210k, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead, product ID 37083-60, serial# (B)(6), explanted: (B)(6) 2020, product type extension. Analysis of the extension (B)(6) found that there were no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2. Correction: please note, codes b21 and c21 no longer apply to the lead. H3. The returned lead (lot # yy0047210k) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the coiled electrode assemblies for electrodes #0, #2, and #3 were crushed in the distal end of the lead. Analysis identified breaks at multiple locations 0.3, 1.6, 55.8, and 59.5 cm from the proximal end of the lead. The returned extension serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The extension was returned segmented; there was no impact to electrical functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 09100-60, lot#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 37083-60, serial#: (B)(4), explanted: (B)(6) 2020, product type: extension. Product ID: 09100-60, serial/lot #: (B)(4), ubd: 14-apr-2023, UDI#: (B)(4). Product ID: 37083-60, serial/lot #: (B)(4), ubd: 27-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that impedances and programs were checked after the ins was replaced and everything was okay. The patient went home on (B)(6) 2020. The next day out of regulation (oor) error displayed. Impedance for electrode 1 was >28,000 ohms and a new program was made. On (B)(6) 2020 the patient felt a click in her neck while sitting, oor error occurred. Four days later impedance was checked;electrodes 1 and 3 were >40,000 and a new program was made: 0-, 2+. On (B)(6) 2020 amplitudes changed by themselves, and the patient cannot feel any amplitudes. On (B)(6) 2020 the ins was tested when the lead and extension were replaced. After the lead and extension were replaced the ins worked well. The issue was resolved. The patient was alive with no injury.